Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that following an iol implant procedure, the patient experienced blurry distance and near vision due to incorrect power. The iol was exchanged for a different model iol with 2d difference in power, in a secondary procedure. Additional information has been requested.